Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed as planned by using wireless footswitch from the control room. The philips field service engineer (fse) inspected the system on site and confirmed that the wired footswitch was intermittently not exposed. To resolve this issue, fse replaced wired footswitch attached to the surgery wall connection box. The defective part was returned to the philips; the bracket attached to the footswitch assembly was found to be loose, accompanied by additional issues such as paint damage, a discolored cable, and the absence of an anti-slip pad. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wired footswitch buttons were not working, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.